Manufacturer narrative:
Unit passed displacement test and self test. Hardware low level alarm confirmed in pump history with variable (003) due to broken trace at pin 1 on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed hardware low level failure alarm. The customer¿s blood glucose level was unknown at the time of the incident. Assisted with performing a self test and self test was passed. Customer was able to pump rewind. Insulin pump had no delivery alarm and it was resolved. The insulin pump will be returned for analysis.